Event description:
During the follow up of the device involved in this MDR report - one month after implant, the physician observed recorded episodes with ventricular pacing at high rate (at the programmed maximum tracking rate); high rate pacing was also observed on the surface ECG. Therefore, the device was reprogrammed in vvi mode and 40 min-1 basic rate. An explanation about this high rate pacing was requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Review of the electronic data and files received.